Event description:
It was reported that, "uni converted to a tka."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the referenced event in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.